Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a frozen display and black circle. The customer¿s blood glucose level was 270 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer stated that insulin pump screen was not completely blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan and advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement, operating currents, self test due to frozen display.